Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator went vent inop with pressure regulation high occurrence. The customer reported the unit was not in use on patient.

Event description:
The customer reported that the ventilator went vent inop with pressure regulation high occurrence. The customer reported the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.